Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead has exhibited high/undefined impedance alerts for the bipolar pace/sense vector. The lead was reprogrammed to tip-to-coil vector and remains in use. No patient complications have been reported as a result of this event.